Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had constant upstream occlusion alarms. It was also reported that there was no pt injury.